Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 43 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that 2 aortic cuffs were implanted 13 months post implant due to disease progression and aortic neck dilatation (this event was not reported to medtronic at time of its occurence). The patient returned for follow-up 1 month ago and the vessels were reported as having moderate tortuosity, mild calcification, and aortic neck angulation was 20 degrees. The bifurcated stent graft was found to have migrated with the presence of a type 1 endoleak. Currently, the aneurysm has expanded to the level of the renal arteries. The physician elected to explant the stent graft system (seem MFR # 2953200-2010-00506 and MFR # 2953200-2010-00507). The explanted stent graft was returned and their evaluations are pending. No additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
(B) (4). Results - migration, endoleak; disease progression and aortic neck dilatation). Conclusion: disease progression and aortic neck dilatation.